Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a helium transducer not calibrated alarm. There was no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the alarm upon start up and recalibrated the internal helium transducer. Product passed all functional and safety tests per manufacturer specifications.